Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat, yellow particles in the surface of the shell the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior side assessed as to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.